Event description:
It was reported that the xenon light source lamp does not light up. This issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of ignitor. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure due to deterioration of ignitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.